Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing which resulted in pacing inhibition. The patient didn't experience asystole greater than 2 seconds. That patient's leads were non-boston scientific products. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing and pacing inhibition.

Event description:
This supplemental report is being filed as the device evaluation was completed.